Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: nexgen lps flex femoral component, catalog #: 00576401552, lot #: 61290198. Nexgen stemmed tibial component, catalog #: 00598004701, lot #: 61263969. Nexgen articular surface, catalog #: 00596404010, lot #: 61250798. Nexgen all polyethylene patella, catalog #: 00597206535, lot #: 61283573. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02113. Hospital discarded the product.

Event description:
It was reported that the patient was revised to address loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of the x-rays confirmed the complaint. Significant radiolucency along the bone cement interface of the lateral tibial plateau however no acute fractures were observed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.